Event description:
It was reported from (B)(6) that there was an issue with the hose attached to the motor device. During in-house engineering evaluation, it was observed that the device had low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the teflon seal by the swivel-joint was worn out and the device had low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/ or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.